Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03-oct-2019 with the following findings: a review of the pump black box showed no pump reboots. A visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap was un damaged. The battery cap was able to fit securely to maintain an electrical connection. The battery cap contact height and width measurements were found to be within specification. The pump powered on and was exercised for 12 hours with no power interruptions occurring. The complaint of a power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.